Event description:
The customer reported a precharge volt error message. This will result in a no boot situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.